Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that pump time was inaccurate. Reportedly, the pump time was inaccurate due to the pump time not being adjusted for daylight savings. Tandem technical support guided the customer through adjusting the pump time. There was no reported impact to customer's blood glucose level.